Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient experienced recurring incontinence and atrophied cuff with his artificial urinary sphincter (aus). The device was implanted in 2018 and within the last 3 months his incontinence has increased. All components were removed. The currently the patient used 5 pads a day. There was no device issue related to the procedure. The patient is expected to fully recover.